Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent mesh revision on (B)(6) 2012 due to erosion.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent exploratory laparotomy, omentectomy with removal of the tumor, bilateral radical oophorectomy, resection of pelvic peritoneum and pelvic tumor, tumor debulking, bilateral pelvic lymph node sampling, aspiration of ascites, and bilateral ureterolysis on (B)(6) 2009 due to abdominal mass, pelvic mass, and large paracentesis compatible with mullerian malignancy. It was reported that patient underwent radical upper vaginectomy, bilateral ureterolysis, lysis of adhesions, secondary optimal tumor debulking to miliary disease, and cystoscopy on (B)(6) 2011 due to recurrent stage iiic ovarian serous cancer with a focal upper vaginal tumor. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, spotting, discharge, urgency, and overactive bladder.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.